Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. Evaluation summary: evaluation of the returned herculink stent delivery system (sds) noted blood in the inflation lumen, in the balloon and in the guide wire lumen. Blood in the balloon and inflation lumen suggests that there was a leak while in the anatomy. There was no contrast visible. The stent implant was stationary on the balloon between the markers. There was a piece of the non-abbott guiding catheter tip entwined in the second and third row at the distal end of the stent implant. The material was 1.5 mm in width. There was no damage noted to the stent implant. The balloon was tightly folded, indicating that the balloon had not been inflated and the stent had not been deployed. The non-abbott guiding catheter used during the procedure was returned. The distal end of the tip was torn and separated. The fracture face was jagged. There was no other damage noted to the non-abbott guiding catheter. A pin gauge was used to measure the inner diameter of the guiding catheter tip and hub. The pin gauge size was .070 in. A laser micrometer was used to measure outer diameters of the stent implant and this met manufacturing criteria. During functional testing, the sds was advanced through the guiding catheter with no resistance noted and removed with no resistance noted. A new indeflator, filled with water, was used to pressurize the balloon up to 6 atmospheres, when fluid was observed leaking from a pinhole tear in the balloon 1mm distal to the proximal marker. There was a 2.5 mm length scratch proximal to the pinhole tear in the balloon. There was no other damage noted to the sds. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. It was reported that the moderately calcified lesion was not pre-dilated, which may have contributed to the crossing difficulty. Per the instructions for use (IFU), the rx herculink elite biliary stent system is intended for palliation of malignant strictures in the biliary tree. In this procedure, the device was used in the renal artery. Based on the reported information and analysis of the returned device, it is likely that during the initial attempt of crossing the calcified lesion, the stent struts became damaged. Additionally, during removal into the non-abbott guiding catheter, the damage stent struts caught on the guiding catheter tip causing difficulty removing. The fragment of guiding catheter material noted in the stent struts further suggests this scenario. Furthermore, it is likely that the pinhole noted in the balloon is related to the interaction between the stent and the guiding catheter during removal. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Overall, the reported difficulties and subsequent damage appears to be related to difficulties during the procedure. There is no indication to suggest a product quality deficiency. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters.

Event description:
It was reported that the procedure was to treat a lesion in the right renal artery with moderate calcification. An attempt was made to direct stent with the herculink elite; however, the device would not cross the lesion. During removal, resistance was noted with a non-abbott guide catheter. After removal, and it was observed that the stent struts were bent. Another herculink elite stent was used to complete the procedure successfully. There were no adverse patient effects reported. No additional information was provided.